Event description:
Customer reports one incident of a blood leak on use #5 at the onset of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Treatment continued with a new dialyzer and new bloodlines without incident. Estimated blood loss was 250 cc's no patient injury or medical intervention reported.